Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the image were split on the live image. The fe confirmed the images were not usable. There is no report of injury or death associated with this event.